Event description:
Philips received a complaint from the customer biomed reporting an over voltage protection (ovp) circuit failed error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in the device event log, as well as a related 12-volt failed message. The bme reported recently replacing the motor control (mc) printed circuit board assembly (pcba) and the power management (pm) pcba was relatively new as well. Therefore, the rse recommended replacing the mc pcba for a possible out of box failure. The investigation is ongoing.

Manufacturer narrative:
H11 (corrected data): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-24515. Any additional information will be submitted under the initially reported MFR report #2518422-2023-24515.